Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following investigation elements were determined to be applicable and were completed as part of this investigation: complaint history review, sample analysis based on a review of this information, the following was concluded: the complaint of damaged needle tip was confirmed and the cause was determined to be use related. The product returned for evaluation was a 20g safestep infusion set with y-site. The returned product sample was evaluated and the needle was observed to be bent at the needle base. The following observations were noted during the sample evaluation: usage residue was seen on the sample which proved that the product had experienced at least some use. The needle tip was barbed suggesting contact between the needle and port base. An attempt to advance the safety over the needle tip was unsuccessful as the safety could not pass the bent region of the needle. Force applied at an angle to the needle axis, or if the needle is not inserted perpendicular into the port septum, can lead to bending of the needle shaft. It is advised to verify that the needle length is correct based on port reservoir depth, tissue thickness and the thickness of any dressing beneath the bend of the needle; if too long, needle and/or port may be damaged at insertion. Additionally, avoid excessive manipulation once the needle is in the port. No potential damage related to the manufacturing process was noted on the complaint sample. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the safestep non coring needle tip was not fine. When hcp use the safestep needle to acces the port patient feels the pain during the prick as well as removal of the needle and reported it to hcp. Therefore hcp when removing the needle and patient complained about the pain. Patient body fluid and blood exposure to the sample. Patient got stuck twice for port access. They used the fresh unit of the product. On 10/17/2023, the retuned needle exhibited a bend in the needle tip.